Event description:
Medtronic received info that this silicone oxygenator exhibited a leak at a port at the bottom of the unit. The port exhibiting the leak was not specified, but the gas outlet port is suspected. This observation was made while priming the unit, with no pt involvement. The product was changed out.

Manufacturer narrative:
Analysis: to date, this product has not been returned for analysis. Return of the device is anticipated. Without product return, analysis is limited to review of the device history record, which shows that this product met specifications when released for distribution. A follow up MDR will be submitted pending receipt and analysis of this product. Conclusion: no definitive conclusions can be drawn at this time as the product has not been returned for analysis. Return is anticipated. Observation made during prime, with no pt involvement.